Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited high capture thresholds. It was noted that all other measurements were normal. A chest x-ray was performed but no anomalies were observed. The lead was capped and replaced on (B)(6) 2019. No adverse patient consequences were reported.